Event description:
The facility's biomedical engineering dept reported an infusion pump that was involved in an incident of a free flow. At approx 4am, the nurse hung a 1l bag of 20meq potassium chloride in 5% dextrose and 0.45% sodium chloride and set the infusion at a rate of 125ml/hr and a volume of 950ml. Approx one hour and thirty minutes later, the pump alarmed "air in line" and the 1l bag was found empty. The "connections were checked." "No fluids found on linens or floor". The pump's screen was reported to show the rate of 125ml and a volume of 942ml. According to biomed, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding set up and programming of the infusion device.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if additional info becomes available.